Manufacturer narrative:
(B)(4). Method: actual device not evaluated. There is no information provided regarding the return of the actual complaint product to the manufacturer. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4). Device not returned.

Event description:
A report was received from the (B)(6), stating the clinician was unable to pass a suction catheter down a size 3.0 endotracheal tube. No additional information was provided in regards to the patient's status. Additional information has been requested but not received.